Event description:
During the atrial fibrillation procedure, the hemostasis valves detached from the sheath hub when the dilator was inserted into the sheath. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: b5, g3, h2, h3. One image was submitted for evaluation; no device components were returned. The photo appeared to show one swartz¿ braided introducer dilator and a detached hemostasis valve. Visual inspection was based solely upon a review of the photograph provided. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported valve detachment remains unknown.

Event description:
During device preparation for the atrial fibrillation procedure, one of the hemostasis valves has came off from the sheath hub when the dilator was inserted into the sheath and more resistance was noted than usual. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.